Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The device returned to third party service center and there is no visible foam particle is found during the evaluation. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's event. The device returned to third party service center and there is no visible foam particle is found during the evaluation. The manufacturer received information alleging cancer. Medical intervention was not specified. The device information has been updated, correct event description should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device returned to third party service center and there is no visible foam particle is found during the evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, g, h has been updated/corrected.